Event description:
It was reported the atrial lead impedance measurement was high and there was intermittent capture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The outer insulation of the lead developed a cosmetic depression while in vivo. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.